Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained she has been experiencing discomfort at the ipg site. The patient stated she has lost a substantial amount of weight. Also, the patient stated she fell approximately two weeks ago and hit the right side, the same side where the ipg is located. X rays were taken and it appears that the ipg has flipped. Follow-up identified the patient's ipg was explanted and replaced. Additional follow-up identified the patient reported she no longer has pain/discomfort at the ipg site.